Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the suture snapped off. Another like device was used to complete the procedure. There were no adverse patient consequences. It was opined that the suture was working correctly and there was no fault. It was also opined that due to the delicate size of the needle it appeared that incorrect handling may be damaging to the suture needle, causing it to snap from the thread. Additional information was requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: after speaking with my colleagues including a lovely ethicon rep who came in on a clinical governance afternoon, it seems that the 7-0 prolene sutures are working correctly and there is no fault. Due to the delicate size of the needle it appears that incorrect handling may be damaging to the suture needle, causing it to snap from the thread. I will continue to monitor this and pass on the useful information the rep gave to me. I am satisfied for this complaint to be closed. Description of the complaint: date of event: (B)(6) 2023 name of reporter: (B)(6) hospital name: (B)(6) product name: prolene product code: ref w8704 lot/batch/exp: lot tbdqs, ref w8704, expiry 2028/03 country made in (on box): did the event happen during a procedure? Yes were you in the procedure at the time of the event? Yes was the product being used in a clinical trial? No event outcome/how was it managed? Needle secured on sharps pad and new suture opened. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No. Is the product available for return? No, the product has been used. Was there any adverse consequence associated with the patient? No. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number tbdqs appears to be missing a digit. Please provide the correct lot number. Please clarify the issue with the device: did the suture break? Did the suture pull off from the needle? Did the needle break? Note: related events reported via 2210968-2023-08212 and 2210968-2023-08213